Manufacturer narrative:
No reports of a device malfunction have been received to date. (B)(4).

Event description:
Patient is day +157 post matched unrelated donor transplant that was admitted to an outside institution for progressive weakness. Work-up was negative for infection and leukemia. She was diagnosed with chronic inflammatory polyneuropathy and started on prednisone. Patient was discharged on (B)(6) 2011.